Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The customer reported no system errors or anything out of the ordinary occurred during treatment. The treatment tip was returned for evaluation and the evaluation revealed no issues. According to thermage cpt system technical user¿s manual burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. This event is most likely unrelated to the system. Based on the available information, burns, blisters, and scabbing known possible adverse patient reactions to thermage treatment.

Manufacturer narrative:
Treatment tip was returned and evaluated. The tip passed flow, leak, visual, thermistor and functional test. No problem was found. A review of device history logs are in progress. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
Practitioners office reported that post thermage treatment, a patient developed scabs on their neck. Follow up with the practitioners office confirmed the patient experienced burns and blisters bilaterally on the lower face and neck. The patient was treated with aquaphor, biafine, 1% hydrocortisone cream and 2% mupirocin ointment. The patient is currently healing and it is unknown if there will be any permanent damage or scarring. Pictures were provided and reviewed. Erythema, inflammation, and blisters are visible on right side of the face and neck post-procedure. Erythema and blisters are visible on the right side of the face and with lesser degree right neck area. In the follow-up pictures, scattered scabs and hyperpigmented lesions are visible on right neck and some on left neck. The practitioner confirmed no system errors occurred during the treatment. The highest energy level used was a 3.0. Ample cryogen and coupling fluid was used. The treatment tip was inspected prior to use and every 50 pulsed during treatment.